Manufacturer narrative:
Stricture is a known potential complication after endoscopic ablation therapy, regardless of ablation modality (radiofrequency or cryotherapy). There was no device malfunction at the time of the initial ablation treatment.

Event description:
C2 therapeutics became aware of adverse event on 06 july 2018: the patient was initially treated with the cryoballoon focal ablation system on (B)(6) 2018. No issues with the device reported during this procedure. Dysphagia was reported on (B)(6) 2018. Stricture was dilated 10-12 mm with balloon dilation on (B)(6) 2018.